Event description:
It was reported that undersensing was observed on the device. The device was reprogrammed to the maximum sensitivity setting; however, this did not resolve the event. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.